Event description:
Additional information was received from a healthcare provider (hcp) it was reported that the patient had a catheter revision, they went in to put a new catheter in but the old catheter was surrounded by tissue so they left the old catheter in and put the new one right next to it. The caller stated that they did not want to pull it out because they didn't want to create a cerebrospinal fluid (csf) leak. The caller had an operation note from 2019-oct-19 when the catheter was replaced. The hcp stated the pump was replaced on 2019-oct-16 and overnight the patient noticed the pump was not working. A catheter revision was done the next day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding patient receiving intrathecal unknown morphine at 5.896 mg/day (concentration unknown) via an implanted pump for non-malignant pain. The patient¿s new morphine dose was 2.5 mg/day. It was reported the patient¿s pump was replaced on (B)(6) 2019 and following the replacement the patient was going through withdrawal. It was noted they went back and are replacing the catheter on the date of this report. It was further reported on 2019-oct-18 the rep was on her way to assist the doctor with a dye study. No further complications were reported/anticipated or expected.